Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305180 and lot number 2245208. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that during use with bd¿ blunt fill needle the needle broke off. There was no user impact and no report of patient impact. The following information was provided by the initial reporter: the needle disengaged from the end of the plastic end piece. The nurse was not hurt. The needle had to be manually removed from the IV bag and capped. This is a saftey risk.

Event description:
It was reported that during use with bd¿ blunt fill needle the needle broke off. There was no user impact and no report of patient impact. The following information was provided by the initial reporter: the needle disengaged from the end of the plastic end piece. The nurse was not hurt. The needle had to be manually removed from the IV bag and capped. This is a safety risk.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.